Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the obtuse marginal artery. A 3.0x08mm xience sierra stent delivery system (sds) was advanced through an 8f guiding catheter without resistance; however, it was decided that pre-dilatation was needed so the sds had to be removed. No resistance removing the sds was felt, but the stent dislodged right outside the guide catheter by the groin area. The dislodged stent was simply removed by hand. The procedure was successfully completed with a new 3.0x08mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.